Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was detached from the pusher assembly, the proximal constraint sphere was inside the distal detachment tip (ddt), and the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned device revealed the embolization coil was detached from the ddt and the sr wire was fractured. Sr wire fracture typically occurs due to forceful retraction of the ruby coil against resistance, and will allow the embolization coil to separate from the pusher assembly. Since the embolization coil was detached from the pusher assembly and not returned for evaluation, the root cause of the inability to advance the ruby coil could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Evaluation of the returned device revealed the embolization coil was detached from the ddt and the sr wire was fractured. Sr wire fracture typically occurs due to forceful retraction of the ruby coil against resistance, and will allow the embolization coil to separate from the pusher assembly. Since the embolization coil was detached from the pusher assembly and not returned for evaluation, the root cause of the inability to advance the ruby coil could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gi bleed using ruby coils. During the procedure, the physician was unable to advance a ruby coil through a non-penumbra microcatheter; therefore, it was removed. The procedure was completed with a new ruby coil and the same non-penumbra microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain continuous flush. There was no report of an adverse effect to the patient.